Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer reported water underneath the screen after dropping the insulin pump in the tub. The insulin pump has stopped working. Advised that the insulin pump would be replaced. Nothing further was reported.